Event description:
It was reported the patient had an infection and therefore the implantable neurostimulator (ins) was explanted. There was no injury to the patient.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Extension: model 7482a, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk.

Manufacturer narrative:
Final analysis of the stimulator revealed no anomaly found. Final analysis of the proximal segment of the extension revealed no significant anomaly, but the extension was cut through.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.